Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic hysterectomy with node removal - "the string was getting stuck in the device shaft and the bag was not staying closed. After the specimen was in the bag, the handle was pulled back and the string was plucked off, the first assist would have to push the handle back in order to remove the device from the cannula. Also the bag would not remain cinches." Pt status: "no issues with this pt, but potentially cancerous nodes falling out of the bag was a concern." "The surgeon used the robotic graspers to pull the guide bead so the bag would close all the way before removing specimen through the vagina."